Event description:
It was reported that a spectrum pump failed psi testing. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5, h6, h11. B5: it was reported that a spectrum pump failed psi (pounds per square inch) testing "preventative maintenance 19-21, actual 17-18 pressure reading". This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available. H11: a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.